Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range erratic shock impedance measurements. A procedure was performed where a lead fracture near the clavicle was seen on x-ray. The rv lead was explanted and replaced. No additional adverse patient effects were reported.